Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.0, lab: 2.1. Tests were done within minutes of each other, venipuncture at the lab.

Manufacturer narrative:
Investigation pending.